Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic/chronic pain'), genital haemorrhage ('general abnormal bleeding') and endometritis ('endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding and polymenorrhoea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea(cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("abdominal pain lower"). The patient was treated with hysteroscopy, dilatation and curettage, novasure ablation and surgery (to remove the essure implant). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, endometritis, dysmenorrhoea, abdominal pain, menorrhagia, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, endometritis, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Date(s) of insertion: (B)(6) 2013 (discrepancy noted per pfs). If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal: yes, both sides 3 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified): result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received . New even endometritis was added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic/chronic pain'), genital haemorrhage ('general abnormal bleeding') and endometritis ('endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adhd, gallbladder stones and vitamin d deficiency. Concurrent conditions included dysfunctional uterine bleeding, polymenorrhoea, sinus disorder, anxiety, gerd, irritable bowel syndrome and hashimoto's disease. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), celecoxib (celexa), cetirizine hydrochloride (zyrtec), colecalciferol (vit d3), fluticasone propionate (flonase), ibuprofen (motrin), levothyroxine sodium (levothyroxin), methylphenidate hydrochloride (ritalin) and pantoprazole. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain lower"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with hysteroscopy, dilatation and curettage, novasure ablation and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved and the endometritis and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, endometritis, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Date(s) of insertion: (B)(6) 2013, (discrepancy noted per pfs). If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal: yes. Both sides 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified): result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 2-apr-2021: pfs received. Other relevant history , concomitant drug added. Outcome of pain, bleeding, cramping updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic/chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding and polymenorrhoea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea(cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("abdominal pain lower"). The patient was treated with hysteroscopy, dilatation and curettage, novasure ablation and surgery (to remove the essure implant). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Date(s) of insertion: (B)(6) 2013 (discrepancy noted per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified): result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 10-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic/chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea(cramping)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified): result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: chronic/ pelvic, abdominal pain, dysmenorrhea (cramping), bleeding: menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Lab data and reporter's information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic/chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding and polymenorrhoea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea(cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("abdominal pain lower"). The patient was treated with hysteroscopy, dilatation and curettage, novasure ablation and surgery (to remove the essure implant). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Date(s) of insertion: (B)(6) 2013 (discrepancy noted per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified): result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 2-dec-2020: pfs received. Reporter's information added. Event: abnormal bleeding (vaginal) , abdominal pain lower were added.rcc added. Medical history and lab data were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.